Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the reported ceramic tip breakage. The device was received with 95% of the gray ceramic insulation tip broken off. The detached ceramic tip was returned to olympus and was found with foreign material inside the interior wall. In addition, a visual inspection was performed on the device and noted scratches and small dents on the shaft. Based on the investigation findings, the root cause for the reported ceramic tip breakage is most likely due to user handling. The instruction manual states, ¿always keep sheaths parallel to one another when assembling and disassembling. If the inner sheath is inserted or removed at an angle to the outer sheath, the lateral force applied to the inner sheath may crack, loosen, break, or otherwise damage the sheath¿s insulated distal tip. A broken tip, or fragments of a damaged tip, can potentially pass through the outer sheath and into the patient. If drag or resistance is encountered during assembly or disassembly, stop¿align working element and sheath parallel to one another before proceeding."

Event description:
Olympus was informed that towards the end of a bipolar vaporization procedure, the tip of the device broke off and was found missing when the device was removed from the patient's bladder. The device fragment was found inside the drainage bag. Visual inspection of the patients bladder revealed no evidence of device fragment. The procedure was completed with the same device. No patient injury.